Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Correction: h11: field should reflect the following: the device was returned due to deceased patient. Saving device image was successful. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated no anomalies, voltage has reached elective replacement indicator (eri) level during analysis. Longevity assessment was performed, and device met the projected longevity and is considered normal battery depletion.